Manufacturer narrative:
A repair quote for the replacement flow sensor assembly was sent to the customer for approval, and the customer accepted. The field service technician replaced the flow sensor assembly, checked the software version (3.20), conducted a comprehensive inspection, cleaned the device, performed functional testing, and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The field service technician performed an initial evaluation and confirmed the reported issue--when the device was set to standby mode, standby mode was released even when a circuit was not connected. The field service technician believed that a possible cause could be that the average air value deviated to -0.8 standard liters per minute (slpm); the issue was not duplicated when the deviation was less than -0.7 slpm. The field service technician therefore suspected that the flow sensor assembly needed to be replaced to resolve the issue. A repair quote for the replacement flow sensor assembly was sent to the customer for approval. The repair is still pending.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not transitioning to standby mode--the device temporarily went into standby mode, but the mode was released immediately. A nurse reported that the device did not provide airflow after standby mode was released, and a medical examiner (me) replaced the device with another v60. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user; there was no reported delay in therapy or medical intervention. The customer called technical support to report that the device was not transitioning to standby mode--the device temporarily went into standby mode, but the mode was released immediately. A nurse reported that the device did not provide airflow after standby mode was released, and a medical examiner (me) replaced the device with another v60. When they attempted to reproduce the issue in the me room, the device not transitioning to standby mode issue was confirmed, but the airflow not being provided issue was not confirmed. A generic circuit from another company was in use. The investigation is ongoing.